Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# unknown: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown: h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving co mpounded baclofen at a concentration of 4000mcg/ml and a dosage of 1600mcg/day via an implantable infusion pump. It was reported that at a past refill the hcp noted a discrepancy and the patient had reported an increase in tone. 5.9ml were expected at a recent refill, and 12.2ml was removed from the pump. It was unknown if there were any environmental, external, or patient factors that caused or contributed to this event. The pump and pump segment of the catheter were replaced. Diagnostics and troubleshooting included when the original catheter was disconnected from the old pump, a small amount of cerebral spinal fluid (csf) backflow was observed. After attaching the original catheter to the new pump, it appeared that fluid may be leaking around the connector head. The pump segment was cut, and more robust csf flow was observed. A new catheter pump segment was implanted and the hcp was comfortable with a tight fit at the connector head. It was also reported that the day of the replacement, 7.9ml were expected, and the hcp removed 13ml. There was also fluid in the pocket and fluid around the connector. The issue was resolved at the time of the report. The pump and catheter pump segment were returned.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.